Event description:
Boston scientific received information that this patient had an appropriate episode of ventricular tachycardia (vt) followed by a syncopal event. The physician stated the charge time of twelve seconds was too long as the patient did pass out. Additionally, it was noted that the patient fell during the event and broke his nose. The physician also stated that the time stamp was one hour off.

Manufacturer narrative:
A boston scientific technical services consultant discussed the device indicators and that the charge time is currently within specification even for extended charge times. The consultant discussed programming options with the caller who will talk to this patient's physician regarding the options. The device operated as programmed, however, the physician did not like the length of the charge time. No other adverse events have been reported. This product issue will be updated if additional information is received.